Event description:
A us distributor reported that a german patient's monitor was not properly powering up and that the patient was experiencing a service code 105 (pulse test relay stuck). A us distributor reported that a german patient was receiving a service code 204 (belt/monitor unusable) and chech therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (service code 105 - pulse test relay fault) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca as well as breaking the pulse wire in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (blank screen, unable to power on) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective monitor. Mfg dates: electrode belt sn (B)(6) - 07/27/2011. Monitor sn (B)(6) - 05/18/2016. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (service code 204, check therapy electrode messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca as well as breaking the pulse wire in the cable. The broken pulse wire caused the check therapy electrode messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, check therapy electrode messages) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca as well as breaking the pulse wire in the cable. The broken pulse wire caused the check therapy electrode messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a (B)(6) patient was receiving a service code 204 (belt/monitor unusable) and chech therapy electrode messages.